Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2006 - repair of bilateral inguinal hernias with two kugel patches. On (B)(6) 2007 - exploration of bilateral inguinal wounds, removal of mesh, bilateral inguinal hernia repair with sutures. Regarding the left mesh, it was noted that the mesh had been tacked to the pubic tubercle area. That mesh was removed. Regarding the right mesh, there were noted to be dense adhesions around the cord. The mesh was posterior to this and incorporated into the scar tissue. The mesh was separated from the surrounding structures and removed.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under MDR 1213643-2009-00139 when davol was originally made aware of the complaint. However, medical records were later received that identified that device as a kugel mesh as well as identifying an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt is reported to have developed pain after implant of the mesh. The operative report noted there to be some adherence between the mesh and the cord, however no specific device failure was indicated. Adhesions are listed as a possible adverse reaction in the product's instructions for use. Additionally, no valid lot number has been provided and no sample has been returned for eval. With the info provided, no conclusion can be drawn.